Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer felt confusion with the word "diluent" and is unaware of what concentration to enter when programming syringes with furosemide and morphine infusions. The clinicians also stated that when they would add the medication volume and diluent volume, the pump says "vtbi exceeds container volume" that they could not override except by completing programming in basic infusion. The customer indicated, this issue is related to how the drugs were built in the guardrails dataset, because it changes the concentration. The hospital escort provided guidance to the clinician that adding five (5) minutes to the infusion time will resolve the issue. This was reported to bd representatives during site visit. There was patient involvement, no harm was reported.

Event description:
It was reported that the customer felt confusion with the word "diluent" and is unaware of what concentration to enter when programming syringes with furosemide and morphine infusions. The clinicians also stated that when they would add the medication volume and diluent volume, the pump says "vtbi exceeds container volume" that they could not override except by completing programming in basic infusion. The customer indicated, this issue is related to how the drugs were built in the guardrails dataset, because it changes the concentration. The hospital escort provided guidance to the clinician that adding five (5) minutes to the infusion time will resolve the issue. This was reported to bd representatives during site visit. There was patient involvement, no harm was reported.

Manufacturer narrative:
The actual date of event is unknown. Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error (furosemide, morphine).